Event description:
It was reported that during a standard hemi-arthroplasty hip procedure on (B)(6), 2009, the femoral head dislocated from the cup shell without disturbing the locking ring or the polyethylene. Another bi-polar cup was used which assembled with no complications to the same femoral head. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. D10 and h3: product has been requested to be returned. Upon product return and completion of evaluation, a follow up report will be sent to the FDA. (B)(4).